Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and that they needed ¿better coverage¿. It was noted that someone was supposed to contact the patient to get the better coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-28, lot# l49632, implanted: (B)(6) 1998, product type: lead. Product ID: 3888-28, lot# l30817, implanted: (B)(6) 1993, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was noted that the patient had been having back pain for quite a while prior to the report. The patient was concerned about the possibility that an infection around their leads was the cause of the pain. The patient had fallen around the same time that the pain started. The patient noted that their back was ¿in bad shape¿. The patient had also fallen off of their bike the day prior to the report and inquired if that could cause their leads to ¿get knocked loose¿. The patient was getting an injection the week after the report and they were going to do a fluoroscope to check where the patient¿s leads were. The patient also went to the emergency room the (B)(6) prior to the report, but the reason for that visit was unclear. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.